Manufacturer narrative:
(B)(4). The customer returned one opened kit and guide wire assembly for investigation. The guide wire contained signs of use in the form of biological material on the exterior of the wire. The returned guide wire contained one slight bend. The coils appeared slightly closer; however, they were not offset or unraveled. The guide wire contained one slight bend 475 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from lab inventory with minimal resistance. A manual tug test confirmed both the proximal and distal welds were fully intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer complaint of a bent guide wire was confirmed by complaint investigation. The returned guide wire contained one slight bend. The wire also had signs of use in the form of biological material. The returned guide wire was able to pass through a catheter from lab inventory with minimal resistance. Based on the sample as received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.